Manufacturer narrative:
(B) (4) - loss of motoric efficiency. The complainant indicated that the device will not be returned for evaluation as it has been implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a 80cm two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The device was first inserted on (B) (6) 2010 and it was reported on (B) (6) 2010 that the patient experienced decreased motoric efficiency and the intestinal tube was hard to rinse. On (B) (6) 2010 the patient reported it was very hard to rinse and duodopa was connected to the gastric port. On (B) (6) 2010 the physician removed approximately 10cm off of the existing jejunal tube and placed it back in the patient. The patient's condition at the conclusion of the procedure was reported to be stable.